Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) emitted an audible alert. Follow up with the patient's physician yielded that the device had alerted due to the right ventricular (rv) lead triggering a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes which appeared to be oversensing. The lead was reprogrammed, then later explanted and replaced. No patient complications have been reported as a result of this event.